Event description:
The pfa instrument used for closure time testing is not operational. Specimens are being sent to a sister laboratory for testing. A couple hour delay in results may be due to transport time. Every effort is being made to secure a loaner instrument but are unable to at this time.======================manufacturer response for closure time device, (brand not provided) (per site reporter).======================loaner became available from MFR. Obtained loaner and placed in service.